Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The alleged faulty user interface module (uim) was received and routed to the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the user interface module (uim). The carefusion factory service technician replaced the control pcba and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion the user interface module (uim) was returned to the user facility ready to be reinstalled on the device so that it can be placed back into service.

Event description:
The user facility biomed reported that the device's screen shuts down intermittently. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis (fa) received a pcba control board. After powered on, the screen turned on normally and touch screen worked perfectly, therefore, the issue could not be duplicated. Fa cycled power overnight for 12 hours and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The pcba control board was scrapped.